Event description:
On (B)(6) 2012, customer reported a clear liquid leak under the laser assembly on the lh750 instrument. Customer could not locate the source of the leak. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the tubing at valve 41 (vl41) had rubbed on the mixing chamber, which caused a hole in the tubing. Fse replaced tubing at vl41 and verified tubing was moved away from the mixing chamber to avoid this issue in the future. Fse verified there was no further evidence of leaking. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).